Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was replaced in 2015 due to normal battery depletion.

Manufacturer narrative:
See also mfg. Report no. 3004209178-2017-24981 regarding consumer current system.

Event description:
Information received a consumer has always felt discomfort when she was close to a speaker since 2006. Also noted that since 2014 discomfort near printer or when wearing a speaker mosquito net. No actions/interventions were taken. The ins was noted to have been replaced in 2015. It was noted that the consumer was fine, and no further actions would be taken. There were no further complications reported and/or anticipated.